Manufacturer narrative:
A service engineer (se) reported that the device was evaluated, and the "primary alarm failed" was not observed at the repair center, and there was no occurrence of the issue observed in the event log.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a primary alarm failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.